Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was losing power and received a weak battery alert. Customer's blood glucose was 203 mg/dl. Customer reported of changing batteries four times and insulin pump would still shut off and everything would need to be reset. Alarm history showed several failed battery alarms. Customer was advised that battery cap would be replaced.